Event description:
Patient was being infused with doxorubicin from a secondary bag over a period of 6 hours. Toward the end of the infusion, the doxorubicin backed up past the backcheck valve into the drip chamber of the main fluid bag. Fortunately, the backflow was noticed by the nurse at that point.